Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture these are known potential adverse events addressed in the product labeling.

Event description:
Medical staff reported an intra capsular periprothetic rupture observed on MRI and a periprothetic capsular contracture. Removal of the device. This record relates to the left side.